Event description:
It was reported that the patient presented in clinic for a follow-up. The patient notifier was tested and patient could not feel the vibration. The device was interrogated again but the vibration was not activated. The patient went home and was scheduled for another follow-up.